Event description:
It has been reported the there was a broken weld at the patient left footend, which may result in the siderail being inoperable.

Manufacturer narrative:
An investigation is ongoing to determine if the reported condition resulted in the siderail not operating to specification.